Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray revealed that the left ventricular lead had dislodged. The lead was capped and replaced. The patient was doing well post procedure.